Event description:
It was reported that a large volume folfusor experienced a no flow. The device was filled with 90 ml of fluorouracil and 150 ml of sodium chloride. The solution then "proceeded up to half of the tubing" before stopping. External force from a needle was then used to restart flow; however, the device was not used to complete therapy. A patient was reportedly involved. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 18, 2014 to february 20, 2014. The device evaluation was completed for the reported issue. Visual inspection was performed with no issues noted. Flow testing was performed and passed successfully with no issues noted. Therefore, the issue could not be verified through device evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.